Event description:
Dates of use: (B)(6) 2014. Event abated after use stopped or dose reduced: yes. Rn noticed air leak in et tube during cares. Upon removal of et tube, the staff found the cuff ruptured.